Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle broke in two parts during a suture of the umbilicus. The needle was retrieved and use of another device to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4): device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the size of the needle used? 2/0 triangular 1/2c 30mm. Was more than half the needle retained in the patient? Half of the needle remained in the peritoneum during the suture of umbilicus. Where is the needle retained; in what structure? Use of a needle holder. Are there plans to remove the retained needle piece? N/a. Procedure name? Laparoscopy in gynecology. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Event related to mw # 2210968-2022-02641. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 5/11/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: according to the information received, the needle broke in two parts during a suture of the umbilicus. Ten packets of product code jv1086 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the ten packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related to: 2210968-2022-02641, 2210968-2022-02642.